Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. A small pericardial effusion was noted prior to the start of the procedure. The procedure went very smoothly, and the patient remained hemodynamically stable throughout the procedure. The device met close criteria prior to release from the delivery cable. The patient did not have any symptoms during the procedure. The post operative echocardiogram reportedly looked great. At 9:30pm, the patient was reported to be fine. At 9:40pm, the patient was unresponsive. Patient had a heart rate and blood pressure, and pupils were fixed. Emergency medical services were called, and the patient was intubated and taken to the emergency department. A pericardiocentesis was attempted, but no fluid was able to be withdrawn. The device was noted on echocardiography to be in the correct position, and there was no increase in the pre-existing pericardial effusion size. There were no symptoms of cardiac tamponade. The patient passed away at midnight. The physician suspects that the patient had pulseless electrical activity (pea) and that this event was unrelated to the device. It was reported that the patient's symptoms of non-responsiveness were identical to those experienced 6 months prior during a stroke, and the physician believes that this event was related to the patient's prior history and not the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported cardiac arrest leads to death appears to be related to patient's relevant comorbidities and pre-existing medical conditions (stroke prior to the procedure/ pulseless electrical activity (pea)). The reported unexpected medical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.